Event description:
Pt sent in a picture of a blister that he claims was caused by the use of ace therapy patch. Has gone to the doctor who described it as a 2nd degree burn was given prescriptions for treatment.

Manufacturer narrative:
Consumer sent a letter with a picture of a shoulder wound. No product was returned, little info was given. Unable to conduct product eval. Will continue to monitor.